Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, while the patient was on vacation, she began to feel sick, nauseous, was vomiting, had abdominal pain and ketones. The patient¿s cgm was providing a low value, however, the bg meter was providing a high reading (no specific values were reported). The patient was wearing an omnipod insulin pump. The patient¿ mother took the patient to the emergency room (ER). It was reported that the patient was in diabetic ketoacidosis. At the emergency room, the patient was treated with insulin and electrolytes. The patient was discharged later the same day. The patient was feeling better but still had a high bg level at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the d zone of the parkes error grid on (B)(6) 2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.